Manufacturer narrative:
The pump, a sheath and two snare kits were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support and encountered delivery difficulty. The impella access site was the femoral access despite knowledge of "severe" peripheral artery disease. The long 25 centimeter (cm) sheath failed to deliver due to the iliac artery kinking. The physician instead placed a 13 cm sheath. However, the impella cp was unable to advance through and the decision was made to remove the impella cp. During the removal, the inlet tore, broke off and became stuck in the vessel. Consequently, a snare was used to retrieve the separated piece. The physician commented there was no hard pulling and felt immediately the device tore. Additionally, the physician commented the pump break occurred when the device was pulled back at the entrance to the stent. The patient was reported to be stable at the end of the procedure.

Manufacturer narrative:
The investigation of product damage (detached inflow/outflow ¿ peripheral vessel and introducer damage ¿ mechanical has been completed. The returned pump was inspected and product damage was confirmed. The cannula showed detachment of the inlet. Clinical details mentioned calcified vessel with severe peripheral arterial occlusion. Details mention the pump got stuck during explant and inlet tore off. The root cause of the product damage (detached inflow/outflow - peripheral vessel) was most likely use related as evidenced by cannula stretching observed on returned product. The root cause of the introducer damage - mechanical was not determined as no product or images of sheath were returned for analysis a5 ethnicity was inadvertently omitted on the manufacturer device report number 1220648-2025-26123.